Manufacturer narrative:
One open/unused primary plum set was received for inspection. The tubing was observed to be separated from the piercing pin. Evaluation of the bond under ultraviolet (uv) light showed little to no solvent present. The tubing and bond pocket were measured and found to meet design specifications. The reported complaint of a separation can be confirmed. The probable cause of the separated tubing from the piercing pin is due to insufficient solvent applied during manual assembly during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g1. D9 - date returned to mfg: 04aug2023.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the connector separated from the tubing. There was no report of human harm as a result of the event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 - initial reporter phone extension: (B)(6).